Event description:
In 2009, boston scientific corporation was informed that during an esophagogastroduodenoscopy, while the resolution clip device was inside the patient, the clip would not open. A second resolution clip device was used to complete the procedure without any patient complications. Patient is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.